Event description:
Reporter immediately noted corneal shrinkage (burn) at beginning of phacoemulsification. The handpiece was changed to complete the case. Several sutures were required to close the wound.